Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited phrenic nerve stimulation post implant procedure. Three months after the procedure, the stimulation was still present and the operator attempted to reposition the lead at first, but unsuccessfully. The operator then decide to remove and replace the lead. No further patient complications have been reported as a result of this event.